Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 14mml enterprise vascular reconstruction device (product code: enc451400, lot number: 10167242) became impeded in introducer and could not be pushed into a prowler select plus 150/5cm (product code: 606s255x, lot number: 31690633). The doctor removed the stent and microcatheter from the patient together, then switched a new stent and a new microcatheter to complete the procedure. There was no patient injury reported. Additional event information received on 18-jun-2026 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The device did not appear damaged at any time. There was nothing noted to be obstructing the introducer. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube.

Manufacturer narrative:
Manufacturer ref#(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.